Event description:
Additionally the manufacturer has sent their efforts to correct the problem, but to date the issues described have not been corrected. No pts have been injured as a result of the failures described. Findings: spike port cut off. No other leak locations observed. Pin hole near the spike port (bag from damaged box during on site visit.) Ripped port - zipper tear on frangible (spike port side). Inadequate weld near hangar tab. No bag observed - droplets inside overwrap. Kinked over port.